Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101300, femoral stem 12/14 neck taper, 63456589, 00620006222, shell porous with cluster holes 62 mm, 63176497, 00631006228, xlpe liner, 63078406, 00625006520, bone scr 6.5x20 selftap, 63225666. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00189, 0002648920 - 2018 - 00059, 0001822565 - 2018 - 00188, 0002648920 - 2018 - 00062. Hospital discarded as biohazard.

Event description:
It was reported that the patient underwent a total hip arthroplasty. Subsequently, the patient was revised due to infection. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). It was determined this submission should not have been reported as a contributing device to this event. Please void this submission.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. It was determined this submission should not have been voided as a non-contributing device to this event. Review of the provided patient medical records confirms the reported infection. Device history record (DHR) was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.